Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of reat2015 showed no other similar product complaint(s) from this lot number.

Event description:
On (B)(6) 2016 - facility reported that after the catheter was removed, a crack was noticed. Location of the crack is unknown. Sample was discarded. Complainant was not present during the procedure, she is just reporting the issue. No other information provided.